Manufacturer narrative:
This report is submitted on june 20, 2024.

Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a revision surgery to remove the excess skin (date not reported).